Event description:
It was reported by the patient's sister that the patient was experiencing an increase in seizures and pain at the vns generator site. It was later reported by the patient's sister that the patient was in the hospital due to an increase in seizures. The patient's pain was described as a "knife stabbing feeling" at the generator site. The patient also reported a headache. No additional relevant information has been received to date.